Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: 3/24/2014- medical records received. Patient was revised to address pain and discomfort. During revision surgery, effusion, synovitis and corrosion on the trunnion were noted. The stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on: 04/16/2014. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that patient is permanently harmed by severe metal poisoning and metallosis. Update: (B)(6) 2014 - sales rep reported revision surgery. Patient has been revised to address cup loosening. There is no new additional information that would affect the investigation. Update: (B)(6) 2014 - medical records received. Patient was revised to address pain and discomfort. During revision surgery, effusion, synovitis and corrosion on the trunnion were noted. The stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(6) 2014.